Event description:
It was reported that at the implant, doctor noted that the helix of the right ventricular lead did not move smooth and appeared to jump. It took too many turns to extend and retract. The lead also had position/fixation difficulty and undersensing. The lead was removed and replaced with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.